Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and the complaint was not confirmed by failure analysis. There were no damaged cable observed during visual inspection. The instrument articulated as expected during manual articulation. The grips opened and closed properly. The instrument was fully functional. No product issue was identified. Additionally, the instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.037¿ offset at the tips. The instrument was found to have dried residue around the clamping pulley cable groove. The complaint was not confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws were offset on the force bipolar instrument. The procedure was completed with no reported injury.